Event description:
This rv lead was implanted on (B)(6) 2010. During device change out on (B)(6) 2011 it was noted that the lead dislodged shortly after implant. Was able to capture@ max output. The device was programmed to max output on the rv lead since the patient was dependent. The pace/sense portion of the lead was capped. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).